Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1998, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 74001, lot # n312801, implanted: (B)(6) 2015, product type adapter; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported shocking over the implantable neurostimulator (ins). This began in (B)(6) 2015. The patient thought a wire may have come loose. The ins was shocking him when he was using the patient programmer over the ins. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).